Event description:
It was reported ", after the catheter was inserted, counterpulsation stopped, indicating an air leak. After switching to another pump, counterpulsation still stopped, again indicating an air leak. Upon inspection, the air leak was found at the connection between the external balloon and the gas catheter". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number of the returned sample. The sample was returned within a cardboard box and was loosely packed within the original packaging tray/ sealed ziploc bag. Upon return, the iabc was noted damaged consistent with incorrect product preparation. The short driveline tubing was missing from the bifurcate and a datascope driveline tubing with one connector re-moved was placed on the bifurcate connection. Additionally, a valve was noted placed on the other end of the datascope driveline tubing. Blood was noted on the exterior of the returned sam-ple. No blood was noted in the helium pathway. The attached picture and video were reviewed. The photo shows the teleflex china label with lot number information, which matches with the reported lot number on the complaint report. The video shows the iabc leaking from the bifurcate area. The iabc was noted damaged consistent with incorrect product preparation. This indicates that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully insert-ed. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The datascope driveline tubing was removed from the bifurcate with little force. The connection was noted to be loose and could allow helium to leak. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. Blood was noted. A lab inventory short driveline tubing was placed on the iabc bifurcate. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under micro-scopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "leak" is confirmed. During the investigation, an external leak was con-firmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which most likely caused the reported complaint. Additionally, the iabc was noted damaged consistent with incor-rect product preparation. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported ", after the catheter was inserted, counterpulsation stopped, indicating an air leak. After switching to another pump, counterpulsation still stopped, again indicating an air leak. Upon inspection, the air leak was found at the connection between the external balloon and the gas catheter". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".